Manufacturer narrative:
Additional information was added to d10, h3 and h6. H10: the actual sample was received for evaluation without the pouch and blue tip protector. A visual inspection was performed using the naked eye and no abnormalities were found during initial inspection. Functional testing was performed by checking for clear passage; no blockage or issues were noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an interlink injection site was difficult to flush. This was identified during setup and preparation prior to patient connection for therapy. There was no patient involvement. No additional information is available.